Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a cystectomy/ileal conduit procedure, the jaws could not be re-opened while applied to tissue. The surgeon manually removed the device from the tissue. When removing the device, the patient's tissue was torn and oozing was observed. The amount of oozing was not made available by the customer. The surgeon opened another instrument and continued the procedure. There was no patient injury reported.